Event description:
On january 29, 2007, the lay user/pt contacted lifescan alleging that her one touch ultra was reading erratically. On january 29,2007 morning, the pt obtained meter readings of "267 and 114 mg/dl" from two different fingers, performed within 1 minute. The calculated difference of the "267 and 114 mg/dl" exceeds the expected of <=30%. At the time of the tests, the pt felt "normal" and then she ate her breakfast as usual. The customer care advocate (cca) verified that the meter was set up correctly set to "mg/dl" an approved sample was used, and the correct testing techniques were used; however, the cca discovered that the pt did not wash her hands prior to testing which could contribute to inaccurate meter readings. The cca walked her through two control solution tests and the results fell within range. During the call with the cca, the pt stated that she went to the emergency room in 2006. Before going to the emergency room, she obtained a "520 mg/dl" on her meter at 4:15pm and reportedly did not have any symptoms of high blood glucose. The pt claimed that she never had a blood glucose result that high, but took her humalog based on her meter reading (10 units based on her sliding scale). At an unspecified time later, she started to feel light headed, disoriented and miserable. She was uncertain how much time elapsed from when she took her insulin to when she felt symptomatic, but thinks the time difference was possibly 45 minutes-1 hr. She called the hospital for advice and the hospital had an ambulance pick her up to take her to the emergency room. When she arrived at the emergency room, her blood glucose level was "40 mg/dl" on the hospital's device. She did not recall the specific treatment she received for her diabetes, but stated that they ran multiple tests and put "stuff" in her IV. She was also diagnosed with congestive heart failure. Although the control solution tests were within range, this complaint is being reported because the pt alleges she became hypoglycemic approx 45 mins-1 hr after basing her insulin on her "520 mg/dl" meter reading. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.